Manufacturer narrative:
The insulin pump had unresponsive down arrow buttons due to corroded keypad traces. No button error alarms noted. The device had an operating current within specification. No failed battery alarms were noted. The device had a scratched lcd window and case assembly. The device had a corrosion at the battery tube. Traces of moisture were noted at the motor assemblies during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was 237 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.